Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 600 mg/dl, at the time of incidence. Customer reported that they were treated with the insulin pump. Customer reported that they had insulin flow block alarm. Customer reported that there was a time when piston did not want to push it up. Customer did not allege that the insulin pump was under delivering. The insulin pump will not be returned for analysis.